Event description:
Customer generated erroneous low patient results for multiple analytes with "g" flag on their dxc 700 au clinical chemistry analyzer. The analytes and number of patient samples affected were not provided. The customer did not report results outside the laboratory. There was no report of change to treatment, injury, or death associated to this event. The customer did not provide patient data or demographics.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse found the wash station probes were stuck on the up position, and the spiral sample mix bar was bent and scratched. The fse removed and cleaned the wash station spring assembly. The fse determined the failure mode was due to bent spiral sample mix bar. The fse replaced the spiral sample mix bar and cleaned the wash station spring assembly to resolve the issue. The fse performed system verification successfully. No further issues were noted. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is (B)(4).